Manufacturer narrative:
The customer's and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: marcumar 3: retention meter and master lot strips: 3.0 inr, retention meter and customer strips vial #1: 2.9 inr, retention meter and customer strips vial #2: 2.9 inr . Marcumar 4: retention meter and master lot strips: 3.2 inr , retention meter and customer strips vial #1: 3.3 inr, retention meter and customer strips vial #2: 3.3 inr. The maximum difference between measurements with the same blood sample was 3 % all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using neoplastin reagent on stago analyzer. The meter result was 6.2 inr and the laboratory result was 3.9 inr. On (B)(6) 2018, the meter result was 6.1 inr and the laboratory result was 3.5 inr. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. The patient had changes in coumadin dose prior to the high results. There were no symptoms of a high inr. The patient was not anemic or polycythemic, had no antiphospholipid antibodies, and no other anticoagulants. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 345217) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.